Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to approximately 252 mg/dl (14 mmol/l) while wearing the pod for longer than 48 hours. The pod reportedly was coming off of the infusion site (leg), causing the cannula to dislodge, as well as leaking insulin from the infusion site. Treatment details were not provided. The pod was discarded.